Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination identified that the stent has moved forward towards the distal tip. There is evidence of stent damage also with struts raised at the distal edge. There is no shaft damage and no issue with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the stent moved on balloon. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right side of iliac artery. A 8.0x40x75cm express ld vascular stent was selected to treat the target lesion. However, the stent was unable to cross the lesion. It was removed out from the sheath and soaked in the water. The physician attempted to insert it again. However, it was noted that the stent was moved on balloon for about 1 cell (1 cell of stent). The procedure was completed with another of the same device. No patient complications were reported and the patients's condition was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the stent moved on balloon. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right side of iliac artery. A 8.0x40x75cm express¿ ld vascular stent was selected to treat the target lesion. However, the stent was unable to cross the lesion. It was removed out from the sheath and soaked in the water. The physician attempted to insert it again. However, it was noted that the stent was moved on balloon for about 1 cell (1 cell of stent). The procedure was completed with another of the same device. No patient complications were reported and the patients's condition was good.